Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: staples did not form properly. While the instrument was being taken out of patient, a large amount of bleeding occurred. Although doctor is not sure what caused the bleeding, they presumes that malformed staples may have contacted or damaged vessel. Blood loss was reported as approximately 1000ml.